Event description:
A report was rec'd that there is a potential for excessive surface dose when the beam passes through the carbon fibre stretcher top opening. This was discovered by the customer during installation.

Manufacturer narrative:
It was noted by the customer during acceptance testing that the beam transmission was unusual when the gantry was positioned at 180 degrees through the stretcher top opening. Testing was performed at (B)(4) and confirmed the customer's findings. (B)(4).